Event description:
On 14 february 2023, neotract was made aware of a patient that received a prostatic urethral lift (pul) procedure on (B)(6) 2023. Immediately following the procedure, the patient was transferred and admitted into the hospital for bleeding. Approximately two days later, the patient had an ¿open procedure¿ to repair dorsal venous bleeding. On an unspecified date, the patient was discharged. No additional information about the patient was available.